Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for procedure. Prior to discharge a post procedure chest x-ray was performed that revealed that the right atrial (ra) lead had become dislodged and had fallen into the right ventricular. The physician opted to explant and replace the ra lead, a new lead was successfully implanted. No electrical anomalies were reported. The patient was recovering.